Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Per phone call with sales rep: it was reported that a patient had been implanted with a certas plus valve. During implantation, the valve was confirmed to have been set at the desired setting and interrogated. About a week and a half later, it was found that the device was at a different setting than what it had initially been set at. The valve was revised. Prior to placement of a new certas plus valve, it was tested and flow was open, regardless of setting. A hakim valve was then tested, which also flowed through regardless of setting. A second hakim valve was then tested and implanted without issue.